Event description:
It was reported that during a lap prostatectomy procedure, the staples opened along the staple line. A second and third device was opened with the same results. A fourth device was used to complete the procedure. There were no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis showed that device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damge to the reload lockout spring is consistent with damge observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Batch# e5rc73, mfg date: 9/30/2008, exp date: 8/30/2013. The analysis results found that device was retuned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Batch# e5pa4l, mfg date: 7/11/2008, exp date: 6/11/2013. A batch record review was performed and no anomalies were found during the manufacturing process.